Event description:
During a laparoscopic hernia repair, it was rpeorted by the affiliate that device jammed. There was no consequence to pt.

Manufacturer narrative:
H6; code 400: broken housing weld. Visual inspections and results: head rotates: yes. Nose shroud cracked/broken:no. Staples in nose: yes (3). Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and results: cycled instrument: yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "device jammed" during surgery may have been due to a rotating head housing weld which had yielded, causing the driver to insufficiently feed the staples, allowing them to jam in the cartridge nose. The instrument was received with 3 staples jammed in the cartridge nose and with the botton rotating head housing weld broken. The weld was examined and appeared to have been welded sufficiently. The instrument was cycled, but would not feed the staples due to the yielded rotating head housing weld. No further functional testing could be performed and no conclusion could be reached as to how this damage to the rotating head housing weld may have occurred. Each instrument is evaluated during the assembly process to ensure feed, fire and form correctly. The instrument?s rotating head housing weld may become compromised if excessive pressure is applied at the distal end of the instrument during firing.